Event description:
It was reported that the iab was inserted via a sheath in the femoral artery. Immediately after insertion, the iabp experienced helium loss alarms. Blood was also observed in the helium tubing. The iab was exchanged. There were no reported pt complications.